Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Partial separations within abrasion were noted on the inlet tube of the pump. This is not a site of leakage. Abrasion was also noted on the two exhaust tubes of the pump. No functional abnormalities were noted with the pump. Partial separations within abrasion were noted on the exhaust tube of cylinder 2. This was not a site of leakage. Abrasion was also noted on another area of the exhaust tube of cylinder 2. The bladder of cylinder 2 was received separated into two pieces. No functional abnormalities were noted with cylinder 1. A separation, with an area of abrasion adjacent, was noted on the inlet tube of the reservoir at the tube/strain relief junction. This was a site of leakage. A group of striations, indicating contact with unshod instrumentation, was noted on the inlet tube of the reservoir. This was a site of leakage. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the inlet tube of the reservoir to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the inlet tubing at the tube/strain relief junction of the reservoir. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the reservoir inlet tube and full separation of the cylinder 2 bladder occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast, though not verified, tubing break at the clear tubing by the pump. No other adverse patient effects were reported.